Manufacturer narrative:
(B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous lesion in the proximal left anterior descending artery. A 3.0x15mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation; however, the balloon ruptured at 15 atmospheres. The procedure was successfully completed with a 3.0x8mm nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.